Event description:
A customer contacted stryker to report that their device would not deliver shock during patient use. There were no reports of harm to the patient as a result of the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.